Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on february 10, 2005 and has no repair history at zimmer surgical. Evaluation of the device observed the comb was bent and had nicks. It was also noted that a latching pin was not closing properly. The customer returned cutter that produced an incomplete mesh and did not pass cutter evaluation. Prior to repair, the test mesh and calibration check were not able to be performed due to that damage to the comb. Repair of the service included replacement of the comb, ratchet set screw, cleaning of side plates and hinge tops and lubrication of the ratchet. The customer has never returned the device to zimmer (B)(4) or zimmer surgical for maintenance or repair since it has been manufactured nine years ago; therefore, lack of preventative maintenance most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher top screws stick in and the ratchet handle requires servicing. Additional clinical follow up from the customer indicated that there was no patient involvement or injury associated with the reported issue. It was noted that the device's screws were loose and it was not meshing well.